Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported a user facility's automated impella controller (aic) battery failure, where the aic was stating to plug the controller to power even though the controller was plugged in. Multiple attempts were made to troubleshoot this issue, however, they were unsuccessful. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that after reviewing the imc logs, the reported battery failure issue was confirmed. There were numerous instances of battery failure alarms (transport connection blown/missing) observed on the reported complaint date. The console was tested after arriving in field service. The battery failure issue was able to be reproduced. Results of running the batttest utility revealed that cell 4 in battery 1 had a voltage that was significantly less than the rest of the cells in the battery. Lcd screen of battery one was blank. The reported battery failure issue was determined to be caused by internal battery cell imbalance (found in cell 4 of battery 1). This report is being filed as part of a retrospective review of historical records.